Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging core and the imaging window were bent, and there were wrinkles around the heat-shrink tubing of the drive cable. The tip was detached but was not returned for analysis. Functional testing showed that during the flush test, the device could flush when the telescope was fully retracted but did not flush when it was fully advanced.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, difficulty flushing the ivus catheter was encountered, and after multiple unsuccessful flushing attempts, the tip broke off. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, difficulty flushing the ivus catheter was encountered, and after multiple unsuccessful flushing attempts, the tip broke off. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.